Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration essure device location of device: left coil migrating inward in fallopian tube') in an adult female patient who had essure (batch no. C95077) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included blood in urine. Sonohysterography(as reported): total bilateral occlusion, migration of essure device. Previously administered products included for an unreported indication: antibiotics and oral contraceptive nos. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia"). In (B)(6) 2016, the patient experienced urticaria ("rashes or skin conditions type: hives,"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"). In (B)(6) 2017, the patient experienced bacterial vaginosis ("infection type: bv,") with vaginal discharge. In 2018, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced metrorrhagia ("bleeding between periods") and coital bleeding ("bleeding with intercourse"). The patient was treated with chlorphenamine maleate (antihistamine). Essure treatment was not changed. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, bacterial vaginosis, urticaria, dysmenorrhoea, metrorrhagia and coital bleeding outcome was unknown. The reporter considered bacterial vaginosis, coital bleeding, device dislocation, dysmenorrhoea, menorrhagia, metrorrhagia, urticaria and vaginal haemorrhage to be related to essure. The reporter commented: currently planning for essure removal: fear of coils migrating out of tubes and damage to other internal parts diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2015: total bilateral occlusion, migration of essure device confirmed migration of left essure coil.. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as menometrorrhagia, bacterial vaginosis quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc (product technical complaint) we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration essure device location of device: left coil migrating inward in fallopian tube') in an adult female patient who had essure (batch no. C95077) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included blood in urine. Sonohysterogram(as reported): total bilateral occlusion, migration of essure device. Previously administered products included for an unreported indication: antibiotics and oral contraceptive nos. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia"). In (B)(6) 2016, the patient experienced urticaria ("rashes or skin conditions type: hives,"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"). In (B)(6) 2017, the patient experienced bacterial vaginosis ("infection type: bv,") with vaginal discharge. In 2018, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced metrorrhagia ("bleeding between periods") and coital bleeding ("bleeding with intercourse"). The patient was treated with chlorphenamine maleate (antihistamin). Essure treatment was not changed. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, bacterial vaginosis, urticaria, dysmenorrhoea, metrorrhagia and coital bleeding outcome was unknown. The reporter considered bacterial vaginosis, coital bleeding, device dislocation, dysmenorrhoea, menorrhagia, metrorrhagia, urticaria and vaginal haemorrhage to be related to essure. The reporter commented: currently planning for essure removal: fear of coils migrating out of tubes and damage to other internal parts. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2015: total bilateral occlusion, migration of essure device confirmed migration of left essure coil.. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as menometrorrhagia, bacterial vaginosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jun-2019: pfs and mr received: events abnormal bleeding (vaginal, menorrhagia), infection type: bv, rashes or skin conditions type: hives, migration of essure device location of device: left coil migrating inward in fallopian tube, dysmenorrhea (cramping), vaginal discharge were added. Lot number, lab data, medical history, concomitant drug and historical drug added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.